Event description:
It was reported that during an education cadaver laboratory, it was observed that all lights on the universal battery charger device lit up when turned on but the device didn¿t charge the battery devices. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that both the charging bays and housing were broken on the device. It was further observed that the device had loose internal components and missing screws preventing the functional testing from being completed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.